Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The gripping surface was worn and peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, after using sonosurg curved scissors for 2 to 3 cases, the tissue pad began to melt during surgery and could no longer be used. There was no shedding within the patient¿s body. The unspecified therapeutic procedure was completed using a replacement device (same model number). There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause of the event could not be exclusively identified. It is likely the event occurred due to one of the following: the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the wear and peeling of the grasping surface. The event can be detected/prevented by following the instructions for use which state: "do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section or cause it to detach or premature wear in the grasping surface". Olympus will continue to monitor field performance for this device.